Manufacturer narrative:
The suspect lithium battery was received and tested. It was installed into a known good monitor and charged for 16 hours before testing. In the testing, the monitor was disconnected from ac power which triggered the monitor to automatically switch to battery power, and at this time the battery gauge displayed 0% battery remaining with a notification "internal battery depleted" and the monitor sounded an alarm every few seconds to alert the user to connect to ac power. This issue is attributed to worn out lithium ion batteries that became exhausted near the recommended exchange timeframe of two years. The customer lithium ion battery at the time the incident occurred was two years old based on the date code labeled on the battery. The alarm logs from the monitor was requested but not received. As the logs are not available, it is not possible to verify the reported no alarm condition during the reported event. Further communication with the hospital indicated the user was not present with the monitor the entire time due to the user was doing a CT treatment during this time, and it is possible the user missed the alarms generated from the monitor as battery capacity was depleted. During the testing, the device did alarm when the battery was depleted. By design, the device will sound an audible attention tone every 5 seconds and display an visual banner "internal battery depleted" when the battery is depleted. Prior to the device shutting down, a warning tone will be generated by the piezo-crystal, which was confirmed by the user.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported monitor turned off during transport after 10 minutes without warning but only the tone for turning off was noticed.